Event description:
The clinician reported that less than 3 weeks after the dental implant was placed in ada site 9 in the patient's mouth, the implant did not achieve osseointegration in type ii bone. The clinician reported implant mobility and a possible infection in this patient with fair oral hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.